Event description:
Per the surgeon, the patient's device was explanted in 2008 due to "late chronic infection". Reimplantation is planned but had not been scheduled at the time of this report.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.